Event description:
The following has been reported: cassette not being read and not locking. A preliminary review of the logs was not performed. The device was returned for evaluation. Investigation found lever arm and lever linkage have no damage and cassette is engaged to set ID. Removed and replaced main pcba due to cassette misloading error. Performed recharge test and unit passed. Performed hardware test and unit failed for pressure board sensor failure. Removed and replaced pneumatic manifold assembly. Performed hardware test and unit passed. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. No other damage found reporting as a conservative measure due to the pressure sensor board failure during investigation. No adverse effects were reported.